Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in loading a new cartridge using the proper technique and was instructed to call back for further assistance if needed.